Event description:
Additional information indicates the ipg was revised to address pain and discomfort at the ipg site. During the procedure, a new pocket was made to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
It was reported the ipg pocket had moved down. In turn, the pocket was revised on (B)(6) 2020.